Event description:
Per the surgeon's report, this patient was a non-user of her implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specifications. The patient reported no auditory sensations. Cochlear recommended explanting the device and reimplanting the patient with a new device. A surgery date has not been reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.